Event description:
A medical centre in (B)(6) reported that the gas outlet port of a neopuff infant resuscitator was broken and requested a repair of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare service centre in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is based on the service report provided by the fph service centre and results of previous investigations of similar complaints. Results: the service report stated that the gas outlet port and the lower end cap of the subject neopuff unit were cracked. A lot check revealed no similar complaints have been received for lot date 130607. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the neopuff unit was damaged after it was released for distribution. The fascia and the lower cap were replaced and the neopuff device was returned to the customer after it had passed all performance and safety tests as per the neopuff technical manual.